Event description:
The patient reported instability due to a leg length discrepancy and the cause is unknown. At 24 days from primary, the surgeon revised the head and liner and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 04 november 2024. (B)(4) items manufactured and released on 22-oct-2020. Expiration date: 2025-01-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implant involved: ball heads: mectacer 01.29.203 biolox delta ceramic ball head 12/14 ø 28 size l +3.5 (k112115) lot. 2012906. Batch review performed on 04 november 2024 (B)(4) items manufactured and released on 09-apr-2021. Expiration date: 2026-01-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.